Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer address the elevated blood glucose by taking a vitamin. The customer changed supplies and resumed insulin therapy. Subsequently, a replacement pump was sent to the customer.